Event description:
It was reported by the patient has not been feeling well and is concerned about the battery.   The patient stated that the app showed an estimate of five years but  does not believe that to be accurate and inquired for verification of the legitimacy of the battery voltage estimate.  The cardiac resynchronization therapy pacemaker (crt-p) remains in use.  No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.